Event description:
It was reported that during priming with a revaclear 500, a dialysate leak at the dialyzer head arterial side was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection of the actual sample showed the blood protection cap were attached on the blood and dialysate ports. A crack was found between the housing and the dialysate connector. A stress mark on two sides of the dialysis connector can be seen. As the stress mark is on the side position of the dialysate port, it can be assumed that the damage did not occur during the production of the product. The reported condition was verified. The cause is a transportation or storage issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.